Event description:
It was reported that prior to a coronary stent procedure, it was discovered that the outer packaging is labeled as a 16mm 3.0 nir w/sox monorail catheter, lot number 3284104. The inside pouch and product are labeled as a 16mm 3.0 nir w/sox catheter, lot number 3247343. Same case as mfg. Report #6000089-2001-00068, 600089-2001-00076 and 600089-2001-00077.